Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost powered while it was being used to monitor a patient. The device was powered back on with no further issues. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
A third party service agent evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost powered while it was being used to monitor a patient. The device was powered back on with no further issues. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer to request additional information on the patient. No response has been received from the customer.